Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pilot balloon deflated. The event occurred during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: one used sample was received for evaluation. As received, there were no damages or anomalies observed. To replicate clinical use, the tracheal tube was filled with 20ml of air using an ICU medical provided syringe. Both the trach cuff and pilot balloon inflated successfully. The trach was checked for leaks by submerging it in water as per manufacturing procedure. No leaks were observed from the inflation line, pilot balloon, nor trach cuff. A device history record could not be completed as no lot number was identified.